Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non symptomatic patient presented in clinic for a routine check. It was noted that non sustained oversensing, loss of capture, increased capture threshold and impedance were observed on the right ventricular lead following a fall. Programming changes were made. The patient was discharged and was to be monitored remotely.